Event description:
It was reported that the patient's family noticed a change in therapy and asked a manufacturer representative to come and check the system. Elevated impedance values were seen as follows: c/4=6,800, c/5=5,500, c/6=6,000, c/7=6,400, 4/5=2,500, 4/6=3,300, 4/7=3,200, 5/6=1,900, 5/7=2 ,900, 6/7=1,800 ohms. The patient was programmed to 5-/6-/7+ at 3.9v, 150us, and 190hz with a therapy impedance of 1,719 ohms. The patient's left side impedance values were normal. The patient was being considered for hospice care and was in the hospital. The patient was unresponsive and it was not known if she was getting therapy. The hcp said that the patient would come in and out of responsiveness based on her potassium levels, and stated that they felt her issues had nothing to do with her dbs. The patient's family was unavailable and it was not possible to gather information about what therapy changes had been seen. It's unknown if patient has had any falls. It was noted that the patient's impedance values were checked at the start and completion of the visit with the same results. No cause of the elevated impedance values was determined.

Event description:
Additional information received. It was reported the last programming session with the physician was in (B)(6)-2012. Impedances were all within normal limits at that time.

Manufacturer narrative:
(B)(4). Lead model 3387-40, lot# j0437157v, implanted: (B)(6) 2004; lead: model 3387-40, lot# j0437157v, implanted: (B)(6) 2004; extension: model 748251, serial# (B)(4), implanted: (B)(6) 2004; extension: model 748251, serial# (B)(4), implanted: (B)(6) 2004.